Event description:
It was reported there was poor reprocessing methods used with the gastrointestinal videoscope. The users reprocessed without leakage testing and immersing the endoscope in detergent solution. The endoscope was being cleaned under running water rather than immersing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not confirm the root cause of the events. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif-h190n IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿ reprocessing manual ¿5.4 leakage testing of the endoscope in chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.